Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. After resetting the pads, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed by the service technician that the device's therapy cable is not being recognized by the device. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.